Event description:
Boston scientific received information that this patient experienced a ventricular tachycardia (vt) event which started in the monitor only (mo) zone, received no therapy, then accelerated to the vt zone where the patient received anti-tachycardia pacing (atp) then a shock. Boston scientific technical services (ts) was consulted and asked if this was due to no detection enhancements on this device, ts stated that was correct. Ts suggested that programming changes can be made to alleviate. The physician was going to look into possibly turning off the mo zone all together. The device and lead remain in service. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.